Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was indicated. The alleged sample initially generated a triple positive sars-cov-2, influenza a & b result. The same sample was retested on a different platform which yielded a negative result for all targets. The initial positive result was not released. An investigation has been initiated and is ongoing.

Manufacturer narrative:
A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was indicated. An investigation has been initiated and is ongoing. (B)(4).

Manufacturer narrative:
This is a follow-up report to provide the case conclusion. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 and influenza a/b nucleic acid test on the cobas® liat® system. No harm was indicated. The alleged sample initially generated a triple positive sars-cov-2, influenza a & b result. The same sample was retested on a different analyzer which yielded a negative result for all targets. The initial positive result was not released. An investigation was performed to evaluate the customer issue which did not identify any product problem. Run # (B)(4) could not be confirmed as a potential false positive. Amplification observed for all three channels does not show any correlation with photometer or motion indicators. Additionally, the amplification of the target does not seem to occur in an artificially parallel way as it has been observed in previously identified potential false positives. The instrument is performing as expected and therefore repair is not necessary. Additionally, an investigation was performed on the reagent to rule out any contribution to the allegation. (B)(4).